Event description:
The customer reported that the touchscreen of their pump was cracked and shattered, rendering it illegible and unusable due to an accidental bump while the pump was in their pocket. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump and advised the customer to use multiple daily injections (mdi) for insulin delivery until the replacement arrives.